Event description:
The customer reported being in the emergency room due to high blood glucose over 500mg/dl. Troubleshooting was performed. The customer stated that his blood glucose dropped to 40mg/dl and the paramedics were called were called. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.